Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, late stent thrombosis and myocardial infarction occurred. A taxus express2 drug eluting stent was implanted in the right coronary artery (rca), without complication. The patient was placed on plavix therapy. Sixteen months later, a stent thrombosis and myocardial infarction occurred. The physician placed the patient on plavix indefinitely. Additional information regarding this event has been requested.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.